Event description:
Customer contacted beckman coulter inc. (Bci) stating that the hydro canister lids on the unicel dxc 800 synchron chemistry analyzer cracked causing vacuum errors. There is no injury reported on this issue.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the canister.